Event description:
Medtronic received information that this mosaic aortic valve was explanted due to stenosis at 4 years and 4 months post-implant. The peak gradient was 40-50mmhg and the patient went into cardiac arrest. The valve was replaced with mechanical valve. No additional adverse patient effects were reported. The explanted valve will be returned to medtronic for analysis.

Manufacturer narrative:
The product has been returned and the analysis results are pending. A supplemental report will be sent upon completion of the investigation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Analysis results: upon receipt at medtronic's quality laboratory, the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The stent posts were slightly deflected. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow. Tears and abrasions through the free margin and lunula of all cusps appeared to be due to contact with the bias cloth along the outflow rail adjacent to all cusps and/or long suture tail wear. Tears were observed through the free margins of all cusps adjacent to two commissures. The non-coronary left commissure was intact. Tears noted in the left right and right non-coronary commissures appeared to have occurred during explant. Glistening off white pannus remained attached to the sewing ring on the inflow adjacent to all cusps, extending over the tissue and base stitching, to the inflow margin of attachment, into all inferior coaptive areas, and 1 to 5.5 mm onto all cusps reducing the inflow orifice area. Pannus lines the outflow rail adjacent to all cusps. Note: indentations and/or tears in the pannus along the outflow rail adjacent to the left cusp appeared to be due to long suture tails. Radiography showed trace mineralization along the sewing ring adjacent to all cusps. Conclusion: a true root cause to the slight deflected of post was not determined however, may have contributed to the leaflets contact with the bias cloth. The observed pannus on the leaflets contributed to the reported clinical observations. Pannus is generally related to patient conditions. Based on the received information and the returned product analysis, the stenosis was found likely to be attributed by pannus and bias cloth contact. Stenosis due to pannus and/or contact with bias cloth is a known clinical observation. Medtronic will continue to monitor field performance for similar events should they occur.